Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned motor controller board shows that the motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the motor controller (mc) pcba.

Manufacturer narrative:
(B)(4).